Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section e3, occupation, of the initial medwatch report stated: blank. Section e3, occupation, of the initial medwatch report should have stated: third party servicer. Section g2, report source, of the initial medwatch report stated: distributor section g2, report source, of the initial medwatch report should have stated: other / third party servicer. New information for supplemental medwatch report 001: h6: the device was evaluated by ventec where the reported issue of a black lcd touchscreen was confirmed. Ventec observed that the device would power on and show the vocsn logo/blue background during the initial boot sequence, but when finished there was nothing on its lcd touchscreen. The reporter, an authorized third-party service provider (asp), had advised ventec that they had just performed a software update to the device when the reported issue was observed. Ventec went into the device's memory where it was observed that after the attempted software update, there was an extra file present. Once the extra file was deleted, the device booted normally and its lcd touchscreen was no longer black and functioned as expected. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issue was an extra file was present in the device's software after the third party service providers attempt to update the software.

Event description:
It was reported to ventec that the device's lcd touchscreen was black. The reporter, a third-party service provider, advised that they had just performed a software update to the device. Following the update the device would show the vocsn logo/blue background during the initial boot sequence, but afterwards does not show anything on its lcd touchscreen. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.